Manufacturer narrative:
Based on the claim against the product by the customer noting multiple error 23 pointing to master tool manipulator (mtm) right, an investigation was completed to determine the cause of this reported event. Isi field service engineer (fse) was able to replicate the reported issue. Fse test drove system to try to induce errors but was unsuccessful. Fse replaced rac2 and mtmr. Fse then was unable to fully program due to nodes not being present. Fse swapped old rac back and was able to program mtm. Fse then swapped the new rac back into the ssc and errors remained. Fse then swapped rac1 and rac2. Fse then installed the old mtm which cleared all the errors. The system powered on normally with no errors. Fse re-calibrated original mtmr which passed all calibrations and tests. Fse did an extended test drive, moving the ssc armrest up and down multiple times. Fse also power cycled system multiple times. Log check after tested showed no errors related to rac or mtm, logs clean. Fse replaced rac and mtm to resolve the issue. The system was tested and verified as ready for use. The rac was analyzed and reported failure was neither replicated nor confirmed. The unit was installed into the test system and left running for ten minutes of sine cycle, performed ten power cycles, and then left sitting idle for one hour. An additional test performed was the unit was left in the pcs test system at normal mode for over night and passed without any errors. The complaint was not confirmed based on failure analysis.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted appendectomy surgical procedure, the system experienced non-recoverable faults. Technical support engineer (tse) viewed system logs and confirmed multiple 23 errors pointing to the remote arm controller (rac) 2 for the master tool manipulator (mtm) on the surgeon console. The procedure was completed laparoscopically with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter on and obtained the following additional information: no harm to patient. Surgeon denies needing to increase incision sizes or add extra ports.

Manufacturer narrative:
Based on the claim against the product by the customer noting multiple error 23 pointing to master tool manipulator (mtm) right, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse was able to replicate the reported issue. Fse replaced the remote arm controller (rac) board to resolve the reported issue. The system was tested and verified as ready for use. Isi has received the rac; however, failure analysis has not completed their investigation. Additional information is being gathered to determine the contribution of the device to the customer reported issue.